Manufacturer narrative:
One fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of the device shows the depth limiter straw has been removed from the assembly. No ts or suture were returned for examination. Actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported non-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscus repair procedure it was reported that after t1 deployment, the t2 implant was not deployed. T1 was able to be removed, and does not remain in the patient unsupported; the surgeon was confident no debris remained in the patient. It was additionally reported that no damage was noted to the devices. The trigger was able to be fully advanced. The procedure was completed with a back-up device. There was no delay in the procedure and the patient was okay post-procedure.